Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Prior to leaving the cath lab the pt was noted to have lost her pulses; the pt was taken to the operating room where the device collagen was found to have been deployed within the common femoral artery. The device was removed and the vessel repaired. The pt tolerated the procedure well and was discharged home that evening. As of 10/13/98 there has been no further report to the MFR of complication or pt sequelae.